Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. To troubleshoot the issue, the user pulled up the lifeband and restarted the platform, replaced the lifeband and restarted the platform, had a crew member laid down on the platform, pulled up the lifeband and restarted the autopulse; however, the error message persisted. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unable to perform initial functional testing due to ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that load cell module 2 over-reported. The defective load cell module 2 was replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to using of the device. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).